Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4): the proximal segment of the lead was returned, analyzed and an issue was found with the connector as there was intermittency between the pin and cap. It was noted that the defibrillation coil was distorted, the outer tubing overlay had cosmetic environmental stress cracking and the outer insulation had a cosmetic depression.

Event description:
It was reported that during a procedure to replace the defibrillator, while reconnecting the right ventricular lead to the new defibrillator, high impedance was found on the svc coil. The lead was removed and replaced. The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications were reported as a result of this event.